Event description:
A pediatric multiplane probe was returned from singapore distributor with the complaint that a cable protruding from the scope could cause a injury. Neither the hosp nor pt (if there was one) was identified by the distributor. It has not been possible to get info on the circumstances relating to the return of the probe. Examination of the probe in co's laboratory revealed one of four cables has a broken strand that protruded through the flexible hose. Under microscopic examination it appears that the cable(s) may have been exposed to an external cutting force or edge. The probe functioned normally.